Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 2nd (middle): ifuse implant, p/n 7035-90, lot# 7753002994001, mfd. 11/23/2011, expires 2014-11, UDI (B)(4); 3rd (inferior): ifuse implant, p/n 7030-90, lot# 7550002731001, mfd. 10/05/2011, expires 2014-10, UDI (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2012 where three implants were placed. The patient later complained of continued si joint pain. The surgeon thought that there may be pseudarthrosis of the si joint. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the second and third implants. The status of the patient following the revision procedure is not known.